Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during use, during peritoneal dialysis therapy. The patient cycled the power on the device in order to clear the alarm and performed a manual drain. There was no patient injury or medical intervention associated with this event. No additional information is available.